Event description:
It was reported that during the pre-use check, the customer tried to put air in the cuff through the inflation line, but the cuff would not be inflated. No patient injury or adverse affects were reported. No additional information is available for this complaint.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: four photos were included in agile attachments for evaluation; photos showed an inflation line occluded. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination to detect any condition that could cause failure mode. An occlusion in the inflation line was detected. The returned sample was inflated using a syringe; the cuff would not inflate; the complaint was confirmed. The sample returned was connected to leak tester machine to identify any occlusion. Occlusion was detected. Based on the analysis conducted in the sample provided, cuff inflation/deflation failure mode was confirmed. The root cause was traced to the manufacturing process/assembly error for process not followed properly. For corrective action, customer complaint notification was made to production personnel to explain the importance of adherence or following in the procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).